Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime/delivery test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. No a17 or unexpected restart alarms noted during testing. Pump passed unexpected restart error test and self test. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Event description:
A nurse reported via phone call that the insulin pump had multiple motor error alarms during basal. The caller stated that the insulin pump had gone though a body scanner. The caller also reported that an unexpected restart alarm and an additional error alarm had occurred. Blood glucose level at the time of the incident was 195 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.